Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6) 2026, she forgot to administer her pre-meal bolus before dinner, which resulted in her blood glucose rising above 500 mg/dl. She stated that this was the cause of the high glucose levels and confirmed that the event was not related to a pod failure. The patient was admitted to the critical care unit that same night and remained hospitalized for four days, still hospitalized at the time of reporting, with discharge planned for that day. Information regarding the symptoms experienced, diagnosis received, and treatment provided was not available, as the patient did not provide these details. Hospital staff removed and misplaced the pod, so device information is unavailable and the pod is not expected for return.